Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported (via FDA mw5083854) that a patient of unknown age who underwent breast prostheses implantation with two 300cc mentor smooth round moderate plus profile saline breast prostheses for unknown indication on (B)(6) 2013 reported the following: " from this date I experienced a lot of symptoms, and it seems that 1rs linked to my breast implants: articular inflammation in my left big toe, both shoulders and right hip and knee, articular stiffness, sjogren's syndome, raynaud's syndome, dry eyes, dry mouth, fatigue, polyarthralgias, tingling sensation in my left hand, muscular weakness and pain, gastrointestinal problems, brain fog, loss of memory, food intolerances, medication intolerances and allergies, I'm always cold, pain in throat and ears, lack of 812, vitamin d and iron, loss of hair, yellowed skin, high creatinine level." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.